Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 3.5, lab: 5.3; (B)(6) 2013, -, 3.0; (B)(6) 2013, 1.9. Time between testing on (B)(6) 2013 was 7-8 hours. Patient self tester was instructed to hold coumadin dose that night and test the following morning. Therapeutic range: 3.0 - 3.5. Pt was admitted to the hospital on (B)(6) 2013, due to gastric bleed. She was taken off coumadin and given vitamin k along with units of blood and plasma. Pt self tester was taken off coumadin while in the hospital and given heparin - last injection was day prior to call.

Manufacturer narrative:
Investigation pending.